Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the power cord was damaged and replacing the cord restored system functionality. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cord has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) line power light was off and the power cable was damaged. There was no patient present at the time of the issue.